Event description:
It was reported that this insertable cardiac monitor (icm) device came out through the incision site. In addition, the patient experienced pain due to the reported issue and underwent a surgical procedure to have their icm device explanted. It was noted that oral antibiotics were given to the patient, and a surgical site wash was performed at the clinic. A new icm device is planned to be implanted in this patient; however, surgery has not been scheduled at this time. Additional information has been requested but not provided; due diligence is complete. No additional adverse patient effects were reported. This icm device has not been returned for analysis.